Event description:
Hill-rom rec'd a report from a hill-rom technician stating the left foot siderail arm assembly is cracked at the latch (siderail will not latch). The bed was located at the account in the lt hallway 6. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the left foot siderail not latching due to a damaged center arm assembly. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the center arm assembly to resolve the issue. Based on this info, no further action is required.